Event description:
It was reported that there was minimal erythema at the infusion site. No medical or surgical intervention was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted on the potential lots and all inspections were completed and no issues were noted during manufacture. No issues were noted during investigation. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device unknown this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.